Event description:
On (B)(6) 2012, alphatec received a call directly from a patient indicating she was experiencing negative effects from previously implanted alphatec product. The patient revealed from the time of initial implantation ((B)(6) 2012) she had been encountering excessive swelling and problems swallowing. She returned to the operating physician in (B)(6) 2012, who informed her that the bottom two screws of the construct had began to migrate. To alphatec's knowledge no additional surgeries have been performed.

Manufacturer narrative:
A review of the patient supplied x-rays revealed all six trestle screws remain properly captured beneath the plating system self-locking mechanism. In addition the post-op films also discovered the bottom two screws of the construct (c7) had lifted out of the vertebral body causing the plate to push against patients esophagus. The root cause is believed to be a failure of the screw/bone interface. The means by which this occurred cannot be specifically pin pointed due the lack of information provided by the operating surgeon. Although the root cause of the interface (screw/bone) failure cannot be determined, there is no evidence of a product-related issue which would contribute to the event. Possible (unconfirmed) causes include surgical technique, patient bone condition/health, or post-procedure patient activities.